Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung tissue during a laparoscopic pulmonary lobectomy, the surgeon was able to press the green button but the stapler did not fire. A component fell into the patient¿s cavity and an x-ray was performed to locate the component. The doctor was able to remove the component with a hand-held device. Additionally, the surgical time was extended to 30 minutes or more due to the product problem. The replaced the device to continue the case.